Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient was ¿highly medicated¿. The issue was reported as not resolved at the time of report. Follow up information received from the patient on (B)(6) 2019 reported that they when they had their catheter removed, they were in a lot of pain. Further follow up information received on (B)(6) 2019 from the trial patient reported they were changing their pads because there was blood on them. They also mentioned that they had been drinking a lot of water because they had an infection. Follow up information received from the trial patient on (B)(6) 2019 reported that they had been in some pain lately but noted it might be because they had not been taking their pain medication. It was also reported that the trial patient woke up in the middle of the night to void and it felt like their incision site had ripped open. They believed it was just from the pressure built up in their bladder because after they voided, the pain went away. There were no further complications reported or anticipated.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the trial patient¿s catheter use was not pre-existing and was ordered post-operatively if they had urinary retention. As actions performed, the trial patient was referred to wound care for dressing changes. Pain medications were also prescribed. The patient was being monitored at this time. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.